Manufacturer narrative:
Technician replaced scale ppm pcb and unit functioned as designed.

Event description:
(B) (6) 2010 - due to no death or injury being reported, a field investigation will not be performed. Technician found corrosion on scale ppm pcb, but unit still operated normally. No injury occurred.